Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located in oncology. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the external alarm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this information, no further action is required.